Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('have extremely painful, heavy periods') and inflammation ('inflammatory issues through-out my whole body') in a female patient who had essure (batch no. C35242) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium pantothenate;folic acid;vitamins nos (multi-vitamins vitafit), curcuma longa (turmeric), filgrastim (granix), iron and oxitriptan (5-htp). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("have extremely painful, heavy periods"), skin exfoliation ("my skin on my fingers and arm began to peel"), mood swings ("mood swings"), dyspareunia ("painful intercourse which caused damage"), inflammation (seriousness criterion medically significant), palpitations ("heart palpitations"), nausea ("constant nausea"), dyspepsia ("digestive issues, weak") and fatigue ("physically exhausted all the time"), 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), abdominal pain ("I began having severe abdominal pain and cramping even when not on my period"), abdominal pain lower ("I began having severe abdominal pain and cramping even when not on my period") and alopecia ("my hair began to fall out") and was found to have weight increased ("rapid weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the devices). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, abdominal pain, abdominal pain lower, alopecia, skin exfoliation, mood swings, dyspareunia, weight increased, inflammation, palpitations, nausea, dyspepsia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, inflammation, menorrhagia, mood swings, nausea, palpitations, skin exfoliation and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury life threatening, hospitalization, disability/permanent damage, required intervention,other serious (important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087614) on 11-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('have extremely painful, heavy periods') and iridocyclitis ('inflammatory issues through-out my whole body') in a female patient who had essure (batch no. C35242) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium pantothenate;folic acid;vitamins nos (multi-vitamins (B)(6)), curcuma longa (turmeric), filgrastim, iron and oxitriptan;pyridoxine hydrochloride;valeriana officinalis root (5-htp). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("have extremely painful, heavy periods"), skin exfoliation ("my skin on my fingers and arm began to peel"), mood swings ("mood swings"), dyspareunia ("painful intercourse which caused damage"), iridocyclitis (seriousness criterion medically significant), palpitations ("heart palpitations"), nausea ("constant nausea"), dyspepsia ("digestive issues, weak") and fatigue ("physically exhausted all the time"), 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), abdominal pain ("I began having severe abdominal pain and cramping even when not on my period"), abdominal pain lower ("I began having severe abdominal pain and cramping even when not on my period") and alopecia ("my hair began to fall out") and was found to have weight increased ("rapid weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the devices). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, abdominal pain, abdominal pain lower, alopecia, skin exfoliation, mood swings, dyspareunia, weight increased, iridocyclitis, palpitations, nausea, dyspepsia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, iridocyclitis, menorrhagia, mood swings, nausea, palpitations, skin exfoliation and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury life threatening, hospitalization, disability/permanent damage, required intervention, other serious (important medical event) but did not specify it to one of the events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.